Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit, on (B)(6) 2018, service found the unit was not alarming at power up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit was not alarming at power up. The unit was triaged and the reported issue was confirmed. The root cause was isolated to a crimp receptacle on the buzzer assembly that was deformed beyond being able to permanently remain in the housing. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.